Manufacturer narrative:
Concomitant medical device: dtma1d1 ICD implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device alerted that it was not able to maintain the programmed safety margin on the left ventricular (lv) pacing output. Follow up confirmed there was an elevated chronic threshold on the lv lead. The threshold began to rise in (B)(6) 2017 and was not chronically high. Follow up also noted the patient experienced diaphragmatic stimulation and the device was reprogrammed however that did not resolve the issue. The lv lead remain in use. No further patient complications have been reported as a result of this event.